Event description:
Underdelivery reported: the device was received at the biomedical dept with an unsigned note from ICU reporting an underdelivery. The note stated "...50ml/hr, volume to be infused 50ml. After one hour, 25ml left...". No info on pt and/or infusate. User facility staff (biomedical engineer, nurse manager, medication error quality assurance pharmacist, and risk manager) attempted to track reporter/writer without success. No incident report generated reporting pump serial number and underdelivery event. Though requested, no info was available.